Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a driveline power fault. Log file review confirmed driveline power b fault on (B)(6) 2023 at 18:09:35. The modular cable was exchanged, and it resolved the faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via evaluation of the submitted log file, containing information spanning approximately 6 hours (15:38:31 to 20:21:36 on (B)(6) 2023 per timestamp). Throughout the log file intermittent faults activated due to a power b broken fault, indicating the signal in the power b line was briefly interrupted. A driveline power fault alarm was observed to activate at 18:09:35 on (B)(6) 2023 due to the power b broken fault remaining active. While the fault cleared shortly after the alarm activated, the alarm remained active through the remainder of the log file. The observed alarm and faults did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit throughout the data. During functional testing of the returned modular cable atypical faults were not able to be reproduced. However, further inspection revealed damage to the wires that would have contributed to the reported event. The red wire, representing the power b line, had a breach in its insulation near the controller connector bend relief, the inner conductors were partially damaged and exposed. Although not reproduced during testing, the damage would have impacted the power b signal, resulting in the observed faults and alarms. The root cause of the reported driveline power fault alarm was determined to be related to the damaged wires within the modular cable. The device history records were reviewed, and the records revealed that the modular cable was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use and the heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.